Event description:
It was reported that about two weeks post implant, the patient complained of chest pains. X-ray confirmed perforation. After an attempt to revise the lead, the lead was explanted.

Event description:
Major pump unit(s) involved: blood pump. Inflow cannula malposition since weight loss. Specific component(s) involved: inflow graft malfunction/malposition. Cannula has moved laterally. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Manufacturer narrative:
Device evaluation, anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.